Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials were not provided. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon was performing an one level open fusion (l5-s1) where the surgeon was not listening to advice provided based on retractor use. The screws were three to four millimeters lower than planned. The patient was fixated via schanz pin and bone mount bridge. The navigation looked accurate, and the arm passed an accuracy test after the case. The manufacturer representative suspected tissue pressure. The surgeon replaced the screws. There was no patient harm. Additional information received from a manufacturer representative reported navigation was aborted and the procedure was delayed by less than an hour. The case was completed freehanded.